Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "when using the tube, the cap was found to be off."

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: bd had not received samples or photos for investigation. Therefore, twenty-eight (28) retention samples from bd inventory were evaluated by functional testing relating to 'stopper pop off'. One (1) out of twenty-eight (28) samples failed the functional test and exhibited 'stopper pop off'. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'stopper pop off' through CAPA#1875009. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "when using the tube, the cap was found to be off."